Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon evaluation, the rear response button was not functional. The cause for the failure was a contaminated switch on the rear response button.   The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.